Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had physical damage. It was reported that battery compartment was cracked. It was also reported that insulin pump experienced excessive no delivery alarms. Customer's blood glucose was 417 mg/dl. Troubleshooting could not be completed as customer was not available with insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.